Event description:
Pt was implanted with lcp proximal femur plate on an unk date for a proximal femur fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. Surgeon removed 1 plate (242.802s) and 5 unknown screws; pt was revised to dhs construct. Procedure was completed with no further problem. This is the 1st report of 6 for the same event.

Manufacturer narrative:
This device was used for treatment.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of device history record (DHR) found nothing that would cause or contribute to the reported incident. All product released met specification requirements during mfg.